Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a foreign material in the package. The customer indicated that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: the sample was received for analysis and the reported issue was confirmed. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.